Event description:
Slide clamp was not on flush bag tubing, but was instead on tubing of top-fill bag; when the cassette and bags had been filled and correctly primed and placed in the feeding pump, only the flush bag would infuse. (Both clamps were on the top-fill feeding bag).